Event description:
It was reported to boston scientific corporation that a zero tip basket was used during a cystoscopy procedure performed on (B)(6) 2013. According to the complainant, during preparation, when they were about to use the device they noticed that it was broken in two pieces. The procedure was completed with another zero tip basket device. There was no patient involvement for this procedure. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a zero tip basket was used during a cystoscopy procedure performed on (B)(6) 2013. According to the complainant, during preparation, when they were about to use the device they noticed that it was broken in two pieces. The procedure was completed with another zero tip basket device. There was no patient involvement for this procedure.

Manufacturer narrative:
A visual analysis, functional evaluation and dimensional verification of the returned zero tip basket were performed. The basket was received with the original, opened, and labeled pouch. Residue was present on the returned device. Following a detailed device analysis, it was noted that the returned device basket was detached. The basket was not visible when received. The sheath was twisted/collapsed; this caused the sheath sub-assembly working length to measure approximately 119.1cm, which is below the lower specification limit. When the handle was actuated, it functioned with resistance; the basket did not open. Most likely, the defects noted were due to some aspect of handling the device prior to use in the procedure. Therefore, the most probable root cause for the detached basket and sheath defects is handling damage. A review of the device history record (DHR) was performed and there were no non-conforming events or any deviations identified in the DHR review. The DHR review confirms that the accepted device met all manufacturing specifications